Manufacturer narrative:
(B)(6). (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: monument. Manufacturing date: october 24, 2014. Expiration date: september 30, 2019. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2016 due to hardware loosening of a radial stem. No information was reported whether the patient had symptoms associated with the device malfunction. Initially, the patient was implanted with a radial stem and radial head on (B)(6) 2016 to treat a radial head fracture. Sometime after the procedure the surgeon noted device loosening and during a doctor¿s visit in (B)(6) 2016 a routine x-ray showed radial stem loosening. The hardware was removed intact and without difficulty and the patient was revised to a longer radial stem and a new radial head. No harm was reported to the patient. There was no surgical delay reported. The procedure was successfully completed. Concomitant device reported: 22mm cocr radial head standard height 12.5mm- sterile (part 09.402.022s, lot 7824369, quantity 1). (B)(4).

Manufacturer narrative:
Corrected data: date of birth. Occupation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.